Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated that the pump off code was requested and received. It was noted that this was due to an elective abandonment of therapy. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by a healthcare professional (hcp). The patient's pump had been empty for two months. The pump was still alarming and they would like it silenced. The patient had withdrawal symptoms the last two months due to the pump being empty. The pump going empty was an elective decision by the patient. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving fentanyl (3500mcg/ml at 1836.7mcg/day), clonidine (0.2mcg/ml at 0.10495mcg/day), bupivacaine (13.6mg/ml at 7.137mg/day), and baclofen (123mcg/ml at 64.55mcg/day) via intrathecal drug delivery pump. The indication for use was noted as spinal pain. It was reported that the pump reservoir was empty. The patient was not having the pump refilled and the hcp was aware of this. The patient had not been weaned off the intrathecal (it) medications and was given oral medications (oxycodone, clonidine, and baclofen). The patient had been taking the oxycodone and clonidine by mouth and was now drowsy but did have some leg pain. The hcp was wondering how to stop the empty reservoir alarm. The patient refused to refill the pump and it was not going to be done. The event date was (B)(6) 2019. There were no further complications reported at this time.